Event description:
It was reported that the user¿s ilet pump would not power on after previously functioning, and the wake/sleep button was suspected to be unresponsive; the mobile app was disconnected and unavailable for troubleshooting, and the device ultimately powered on later without further issue. No reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed that the device resumed normal function and no persistent hardware fault was identified. It was concluded that the event was non-injurious and attributable to a transient power-on issue without replication.